Event description:
It was reported that patient underwent knee arthroplasty procedure on (B)(6) 2011. Upon extraction of the signature spring drill pins, the pins fractured. No patient injury or delay to the procedure was reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. (B)(4).